Event description:
It was reported that patient experienced excessive battery drain. There was no reported impact to the customer¿s blood glucose level. Patient declined further troubleshooting, temporarily used multiple daily injections, and no additional information was received regarding the outcome of the event.